Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not experience any symptoms. The failure to update the pump was not caught and fixed before the patient was sent home; however the issue had been resolved. It was further reported on (B)(6) 2015, the programmer crashed and no refill was done. The patient's original medication had to be placed back into the pump since he could not be programmed appropriately with the new concentration. The patient would be scheduled for a baclofen pump refill later in the week and the alarm date was (B)(6) 2015. The patient would maintain 4000ug per day and would like a decrease in baclofen rate. A new programmer was ordered. The patient recovered without permanent impairment and the pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a tm=1 error occurred on the physician programmer. The healthcare provider (hcp) had just started doing a refill with a baclofen concentration change, and then she was unable to update the pump, including the bridge bolus. It was discussed with the reporter to pull the drug from the reservoir. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8840, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).